Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device's serial number is unknown. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the leak could not be determined. It is possible that the hose's connection was not securely fixed due to deformation or misconnection of the gas cylinder connection, which may have caused stress to be easily applied to the connection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The serial number was not provided. The subject device has been returned to olympus for evaluation. During evaluation, it was observed, visual examination found no abnormalities in appearance, actual machine check could not reproduce the reported issue and operation check found no abnormalities. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a pre-use inspection for a diagnostic colonoscopy procedure, the cylinder hose with switch-over valve (pin-index) had fluid leak from its b-hose. It was noted, the packing was replaced, however, the leak persisted. The a-hose of the device was used to complete the intended procedure. There was no harm or user injury reported due to the event. Additional information received indicates that users attempted to investigate causal relationship between the connection load and gas leakage due to the increased distance between the hose and the cylinder. There was also a problem with the leaking cylinder itself, therefore arrangements were to be made for a new cylinder with the gas company and to check it.